Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08670 inches. Power management tool shows that the backup battery loaded voltage (loaded vlith) and unloaded voltage (ul vlith) were within spec range. The insulin pump received with normal operating currents. No unexpected low battery or failed battery alarms during testing. No unexpected pump error alarms during testing however, the formatted history file confirmed pump error alarm and error due to a software error. The insulin pump was received with scratched case and pillowing keypad overlay. (B)(4).

Event description:
The customer reported via phone call that they had experienced a high blood glucose levels and also had a failed battery alarm. The customer's blood glucose levels was 470 mg/dl at the time of the incident and current blood glucose was 249 mg/dl. The customer had symptoms such as headache. The customer was treated for the low blood glucose with boluses manual injection. The high pressure test was performed and the test was failed and while attempting to clear and was unable to complete battery failed alert due to pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per health care professional¿s recommendation. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.